Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional graftmaster stents referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation of a de novo, heavily calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The 2.8x16mm, 3.5x16mm and 2.8x19mm graftmaster covered stents failed to cross due to the anatomy. There were no other device issues. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation of a de novo, heavily calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The 2.8x16mm, 3.5x16mm and 2.8x19mm graftmaster covered stents failed to cross due to the anatomy. There were no other device issues. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided. Another graftmaster was used to complete the procedure. Returned device analysis identified a separation on the hypotube for the 3.5x16mm and separation on the hypotube and jacket for the 2.8x19mm graftmasters. The account confirmed the separation.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.